Manufacturer narrative:
Device evaluation by MFR.: the returned product consisted of a watchman access system (was) with a non-boston scientific introducer sheath and without the dilator. The hub, sheath, and device tip were visually and microscopically examined. Inspection found a kink in the sheath 8cm distal of the strain relief section of the device. Product analysis confirmed the reported event of sheath kink.

Event description:
It was reported a device kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The morphology of the laa required one closure device be placed in a lower lobe of the laa and one in an upper lobe of the laa to achieve a complete seal. The first closure device was successfully placed in the lower lobe of the laa. During placement of the second closure device in the upper lobe of the laa the closure device did not meet release criteria. Several attempts were made to reposition the second closure device. Following the final attempt to redeploy the second closure device, the was became kinked and the closure device failed to deploy. The procedure was aborted. No patient complications were reported.

Event description:
It was reported a device kink occurred. A left atrial appendage (laa) closure procedure was attempted using a watchman laa closure device with delivery system (wds) and a watchman access system (was) double curve. The morphology of the laa required one closure device be placed in a lower lobe of the laa and one in an upper lobe of the laa to achieve a complete seal. The first closure device was successfully placed in the lower lobe of the laa. During placement of the second closure device in the upper lobe of the laa, the closure device did not meet release criteria. Several attempts were made to reposition the second closure device. Following the final attempt to redeploy the second closure device, the was became kinked, and the closure device could no longer be advanced. The procedure was aborted. No patient complications were reported.